Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 182569 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 182569, test base part number 195-430h / lot 180651. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 182569 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on 24dec2022 on a nasal swab. Additional testing was performed the day prior (23dec2022) using a "siemens covid test" via an unknown swab type and generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal swab. Additional testing was performed the day prior (B)(6) 2022) using a "siemens covid test" via an unknown swab type and generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.